Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left common iliac artery. A 6.0mm x 60mm x 135cm sterling balloon catheter was advanced to the lesion for predilation. On the first inflation, the balloon ruptured at 3 atmospheres. The procedure was completed with a different device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).